Event description:
It was reported that the holster is not activating the cutter to make a cut. There have not been any pt consequences reported.

Manufacturer narrative:
Date sent: 12/04/2008. Eval summary: the unit was received with minor scratches. The analysis site confirmed the customer complaint and found that the transverse drive shaft was causing the cutter movement issue. To correct the issue, the analysis site replaced the transverse drive shaft. Parts replaced that were unrelated to the customer's complaint were as follows: 21 link ladder chain and bushing. After servicing, the unit passed all qa testing procedures. Complaint info is trended on a regular basis to determine if further investigation is warranted.